Event description:
Patient presented to the physician with a hematoma at the chest incision site and was causing the incision to open. Physician brought the patient into the operating room, drained the hematoma, and closed the site. Post-op antibiotics were prescribed after the procedure was completed.